Manufacturer narrative:
(B)(4). Batch #: u5am8l. Product investigation: the analysis results found that a pse45a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Event could not be confirmed as no packaging was returned for analysis. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, before being used on the patient, the outer packaging was opened and it was noted that the inner packing (sterile packing) was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.